Event description:
It was reported that during the procedure to treat a heavily calcified, 95% stenosed lesion in the mildly tortuous, mid left anterior descending coronary artery, a 3.5x18 xience v rx stent delivery system (sds) was advanced to the lesion with slight resistance felt due to the heavy calcification; slight force was applied to cross the lesion and the stent was then deployed at an unspecified pressure without difficulty. The sds was withdrawn without difficulty. After stent deployment, a distal edge dissection was noted and treated successfully via deployment of a 3.0x18 xience v rx stent. No device or other procedural issues were noted. There were no adverse patient sequelae and no report of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Against resistance. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the reviewed information, no product deficiency was identified.